Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shel (lot # n5f1827y) sigphandle, sig power sigphandle handle (serial # (B)(6) egia60amt, egia60amt egia 60 artic med thick sulu (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic low anterior resection, when on firing at the rectal resection, the knife was pulled back on its own without completing the firing. It was confirmed that the connection part of the adapter and the shell was loose. The components were reattached as it was. Additional resection was performed, and additional suturing was done with a stapler to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The manufacturing assessment concluded: visually inspecting the unit, there did not seem to be any visual abnormalities of the adapter. Along with this, when fully secure, the adapter was able to behave as intended, capable of full articulation, rotation, and firing. It is not believed this incident is at the fault of manufacturing, as adapters are 100% expected for connectivity on the line and the signia adapter was used 31 times without a reported incident based on review of the data log. The design assessment concluded: the returned adapter was able to be successfully assembled to a representative clamshell with no issues. The returned adapter was assembled to the returned clamshell and was able to successfully calibrate. The assembly between the returned adapter and returned clamshell indicated that the fit between the adapter proximal cap and the clamshell front was tighter when compared to assembling with another clamshell. It was reported that when on firing at the rectal resection, the knife was pulled back on its own without completing the firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the connection part of the adapter and the shell was loose. The reported issue was confirmed. The most likely cause was the adapter not fully assembled into the clamshell as there was additional friction caused by the reduced clearance between the returned adapter and clamshell. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.